Event description:
On examination of the catheter, an approximate 22 cm sherlock locator wire was found broken off inside the PICC that was removed. Line removed under fluoroscopic guidance without any problems. New line was placed.